Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00158, 157, 156: test 1, 2, 3 of 4).

Event description:
User reported 4 conflicting results on same test. No information regarding additional tests. This is report 4 of 4.